Event description:
Five minutes into the transfer of patient the i.a.b.p. Alarm went off. The initial check of the machine revealed no display on the waveform scope. After several attempts to trouble shoot the problem, including a call to the supervisor of the hospital's i.a.b.p service, it was evident that the machine was non-functioning. The patient was placed on our portable cardiac monitor for continued EKG monitoring, and a portable b.p. Cuff. Asingle dose of heparin 5,000 units i.v. Was given to anti coagulate the patient. On arrival at hospital, the i.a. B. P. Supervisor rechecked our machine afterconfirming the machine to be non-functioning, the patient was switched to their i.a.b.p. And pumping was resumed. Throughout the entire situation, the patient remained hemodynamically stable and suffered no ill effectsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: electric problem - short circuit, telemetry failure, none or unknown, crt/vdt monitor failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.